Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received pump error alarm. The insulin pump had stopped working had been wearing the pump since september blue line at the bottom, customer removed the reservoir but it was not rewind the pump it stated reservoir and tubing but then it won't allow to rewind it and pump error alarm occurred. The insulin pump was not exposed to high magnetic environment. Customer was able to successfully clear alarm and unable to complete rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 39 alarm during rewind due to corroded motor home switch. Corroded keypad flex connector on gold traces and corroded electrical board 1 noted during visual inspection. Unable to perform functional testing due to constant pump error 39 during rewind. Device received with scratched case and cracked keypad at select button.